Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated. The complaint can be confirmed. Visual inspection reveals that there were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are in the proper location. The probable root cause of this failure is an excessive force was applied to the trigger handle. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. We cannot determine why the implants did not release. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history no nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Occupation: synthes mitek rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure when pressing the trigger on the customer's truespan peek 12 degree, the first implant would not deploy. The sales rep stated that the surgeon had lots of experience with truespan devices and followed the correct process in using the device but device would not deploy the first implant. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. This complain if for one (1) truespan 12 degree peek. This report is 1 of 1 for (B)(4).